Event description:
A customer reported to baxter (B)(4), a vented spike adaptor in which the top of the spike separated from the unit. The alleged defect occurred before use. Therefore, there were no reports of patient involvement, patient injury, medical intervention or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device has no 510(k) number, as it is class ii exempt.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.